Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device had premature battery depletion. The physician interrogated the device twice; however, the battery bar was gray with pre-implant indication. The device was not implanted. No patient complications have been reported as a result of this event.